Event description:
Got into indicating heating pad was defective - can cause a fire. Was told to send in these forms to get a new pad or "$'s" to buy another. I cut the heating pad so it can't be used. "Cove mightybliss.com."